Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 540 mg/dl and ketone level was high. Customer changed pump supplies and increased pump temporary basal rate. Multiple boluses were delivered in an attempt to address bg. Customer went to the emergency room and was treated with intravenous saline/insulin. Healthcare provider identified ketones as dangerous. Bg level lowered (126 mmol/l). Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous treatment continued. Customer was discharged on 08/10/2020. Elevated bg/dka were resolved with no permanent injury. Customer alleged pump/supplies may be cause of event; however, after review of the pump functions with tandem technical support, no issues were identified. Customer changed the type of infusion set used. Upon follow-up, customer reported pump was functioning as intended.